Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the device is said to have a broken tip. Broken tips are known to product straight shots.